Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia to approximately 350 mg/dl after consuming two doughnuts and one pretzel without announcing the meal to the ilet; the device did not generate alerts or alarms and the correction algorithm subsequently began to lower glucose. Symptoms included thirst. Outcomes included no medical intervention, no backup therapy use, and no ketone testing, with glucose reportedly trending down and resolution through device-driven correction. Investigation included a review of use patterns and user education on proper meal announcement and device functionality. Investigation of this case revealed user error due to a missed meal announcement, with the device operating as designed. It was concluded that the event was attributed to user-related factors and that the device performed per specifications.